Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue propofol medication to the patient. A technical support specialist reviewed the logs and reports for that day on that station and found no failed drawers or issues that block that medication from being accessed and emailed the information to the customer. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user was unable to obtain medication. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.